Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced a recurring loop, repeatedly playing the same voice prompt without advancing to the subsequent step. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section d4 catalog # of initial MDR indicates: 11576-000096. Section d4 catalog # of initial MDR should indicate: 99512-001453. Section d4 lot/serial no. Of initial MDR indicates: cr2, cat99512-001453; lot4980975. Section d4 lot/serial no. Of initial MDR should indicate: 49809752. Section h4 manufacturing date of initial MDR indicates: blank. Section h4 manufacturing date of initial MDR should indicate: 02/09/2022. The customer's device was returned to the stryker product assessment center (pac) and sn of the reported device was updated. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced a recurring loop, repeatedly playing the same voice prompt without advancing to the subsequent step. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The product analysis center (pac) technician reviewed the electronic records of the device and was able to verify the reported issue. The cause of the reported issue was determined to be failure to properly remove the electrode pads from the electrode tray. The root cause of the issue was user error. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device experienced a recurring loop, repeatedly playing the same voice prompt without advancing to the subsequent step. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no reports of adverse effects to the patient as a result of the reported event.